Manufacturer narrative:
On 09/03/2019, mentor completed the investigation on the suspect medical device. During evaluation of the device, it was observed to have a crease in the anterior view, also a tear within the crease measuring approximately 0.7 cm was noted. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2019, a ruptured mentor memorygel breast implant 375cc gel breast prosthesis was received by the mentor product analysis lab with no accompanying information. The device could not be associated with an existing complaint. Analysis on this device has begun, but is not complete yet. In the absence of clarifying information, it cannot be determined why this device was returned to mentor. However, the return of a tissue expander is characteristic of a removal and replacement. As a result, this will be conservatively reported to FDA.